Manufacturer narrative:
The reported complaint was confirmed. During laboratory analysis, product surveillance technician (pst) connected the roller pump display and cable to a lab use only (luo) roller pump. The pst pressed start on the display and the roller pump did not start up. The perfusion screen was opened and the luo roller pump was linked. The pst pressed the start button on the perfusion screen and was able to increase the speed of the roller pump. The roller pump display and cable was disconnected from the luo roller pump and disassembled. The pst observed the connection on the roller pump display to be damaged and two screws that are used to secure the boards and the connection together were broken. It was determined that the roller pump display and cable did not meet specification. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.

Manufacturer narrative:
Updated blocks: b3, b5, d9, e1, e3, g4, h3 and h6 per the field service representative (fsr), he observed the display to be readable, but he observed the knob and the other buttons on the display to be not functioning. He replaced the display assembly panel. The unit operated to the manufacturer's specifications.

Event description:
Additional information was received that the reported complaint occurred during set-up of the device for a cardiopulmonary bypass (cpb) procedure. As a result, an alternate device was employed. The surgical procedure was completed successfully. There was no delay, no blood loss, nor adverse consequences to the patient.

Event description:
It was reported that the small roller pump had a flow issue. No other details regarding the nature of this event were provided.